Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a spinal cord stimulator. The caller reported that they knew someone who had one of the manufacturer's devices, who stated that sometimes it works and sometimes it does not. No symptoms reported. No further complications were reported/anticipated.